Event description:
It was reported that the pump touch screen was unresponsive and interaction with the pump was not possible. Reportedly, the customer had difficulty unlocking the touch screen and making selections due to the unresponsive touch screen. No additonal patient or even information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.